Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that they system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.